Event description:
Reporting status: malfunction. Reporting rationale: shaft separation is likely to cause or contribute to pt injury. Device issue: shaft separation. It was reported that after ballooning, when the balloon was removed from the pt, it was noted that part of the balloon had detached and remained in the guiding catheter. No intervention was performed, as the remaining portion of the balloon was able to be removed with the guiding catheter. No pt effects were reported. No additional event or pt info is available.

Manufacturer narrative:
Results - product performance engineering could not perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned without blood visible. There was contrast in the inflation lumen and in the balloon. The balloon was loosely folded. The distal shaft had separated at the adhesive lap joint 3.4 cm proximal to the proximal end of the wire exit notch. The fracture face of the proximal section was not stretched, but was slightly jagged. There was adhesive visible. The inner section of the shaft of the lap joint was pitted. There was no other damage noted to the balloon catheter. Product engineering could not perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.